Manufacturer narrative:
(B)(4). Date of occurrence estimated as (B)(6) 2013. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis, so the reported difficulty removing the protective sheath could not be confirmed through analysis. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the possible cause for the failure mode was a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place monitor the effectiveness of the implemented corrective and preventative actions.

Event description:
It was reported that there have been 4 incidents recently where there was difficulty removing the protective sheath from an nc trek. The exact sizes are unknown, but they were either a 4.0 or a 3.5 mm balloon. The protective sheath was able to be removed from one of the devices; however, the balloon tore when removing it. One other device, the sheath was removed and there did not appear to be any damage but the physician decided not to use it. The other two devices, the sheaths were not removed. All the devices have been discarded. The procedures were all successfully completed with other nc trek balloon catheters. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.